Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit had a frayed cord and emitted sparks. The unit was replaced.

Manufacturer narrative:
One i3 power supply was returned. External visual inspection revealed damage to the power supply in the form of exposed frayed wire from multiple areas of the cord. . Due to the physical state of the power supply, the root cause was concluded to be physical damage to the powerv supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.